Manufacturer narrative:
(B)(4) corrected data: catalog # was corrected to 004670003. The sample was returned for evaluation. A visual exam was performed and no defects were observed. The laryngoscope set was functionally tested by simply engaging the attached blade which would complete the electrical circuit and cause the led to energize. The led did energize; however, while physically handling the battery cap end of the handle as is one of the maneuvering techniques during intubation, the led flickers. Based on the investigation performed, the reported complaint was confirmed. A CAPA was opened to address the flickering issues.

Event description:
The customer alleges that the light flickers when the blade is engaged. There is limited light output and not able to use for intubation. The alleged issue was detected prior to use/pre-testing.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the light flickers when the blade is engaged. There is limited light output and not able to use for intubation. The alleged issue was detected prior to use/pre-testing.